Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers are expected to but not yet received at fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, that four mr290v vented autofeed humidification chambers were found damaged before use. There was no patient involvement.

Event description:
A healthcare facility in denmark reported via a fisher & paykel healthcare (f&p) field representative, that four mr290v vented autofeed humidification chambers were found damaged before use. There was no patient involvement.

Manufacturer narrative:
(B)(4), method: the complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare (f&p) in new zealand where they were visually inspected and analysed. Results: visual inspection of the returned mr290 chambers confirmed the cracks on the chamber dome. It was further observed that the chamber base of two chambers were deformed. Conclusion: we are unable to determine the root cause of the reported event however our investigation indicates that the damages were most likely due to transport damage. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers are expected to but not yet received at fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, that four mr290v vented autofeed humidification chambers were found damaged before use. There was no patient involvement.